Event description:
Blockage in the pen needles. Tried about 15 pen needles and she hardly can't send the insulin through at all. She contact the pharmacy and they told her to call the company. She's been using another brand due to these not working correctly.